Event description:
It was reported that intra-op, the doctor found the product was damaged when he locked it. He had to replace the product with a new one to complete the surgery. The product was not used in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis:visual, optical, and functional examination did not identify material issue. Set screw was able to be fully engaged into sample mas head without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.